Manufacturer narrative:
Device is not being returned for evaluation;therefore, no determination could be made for the reported device failure.

Event description:
It was reported that the "tip of the drill broke off in the patient during drilling the femur. The piece (1/3 of circumference x 4 mm) is left in the body". Malfunction report form states that there was no back-up device available. E-mail states: "the surgeon did not notice when the tip broke off, however, there was no need to use a back-up device as the appropriate depth of the tunnel was prepared. The same drill was not used to drill the tibial side, the size was different.". No patient injury was reported and no delay was experienced.